Event description:
Crm-sal-2023-001 the pacemaker was implanted on (B)(6) 2022 on. (B)(6) 2023, the battery impedance was 890 ohms and no inflection point observed. The next follow up is scheduled on (B)(6) 2023.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.